Event description:
It was reported that whilst attempting to insert the leadless implantable pulse generator (ipg), the physician performed a puncture through the inguinal to implant the device. A stool-like object appeared when the introducer was inserted, so intestinal perforation was suspected; the operation was discontinued and laparoscopic surgery was performed to check the perforation site. It was further noted that an infection was suspected due to purulent discharge and other substances around the puncture site. The leadless ipg was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.